Event description:
It was reported that the unit cannot self check.

Event description:
It was reported that the unit cannot self check. Further information was provided that the self check failed for paddles.